Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical swartz sr0 8.5fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia with a thermocool smart touch unidirectional catheter where the physician noted that the catheter tip (near the second and third electrodes) appeared to be deformed. The deformation did not result in any noticeable sharp rings or exposed wires. The catheter was not pre-shaped, and no resistance was reported during insertion or removal of the catheter. The deformation was noted before the catheter was used, so it was replaced, and the case continued without any patient consequence. The sheath in use was a st. Jude medical swartz sr0, 8.5fr. On 2/14/2017, the biosense webster failure analysis lab received the catheter, and it was found that the first electrode was lifted, causing a sharp edge. Additionally, the pebax was torn. Sharp electrode rings can cause damage to the patient¿s endothelial linings during withdrawal, and exposure to internal catheter components increases the risk of embolism. As a result, this event is MDR reportable. The reportable lab findings were discovered on 2/14/2017, making that the awareness date for this event.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) it was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia with a thermocool smart touch unidirectional catheter where the physician noted that the catheter tip (near the second and third electrodes) appeared to be deformed. The returned device was visually inspected, and the second ring was found to be lifted with a sharp edge. Additionally, reddish material was found near the pebax. Per this condition, scanning electron microscope (sem) analysis was performed over the pebax. The results showed mechanical damage at the second electrode, as well as scratches/fissures on the surface of the pebax. It is possible that an unknown object hit and damaged the pebax. The outer diameters of the catheter were measured and found within specifications. Per the reported event, deflection and tilt tests were also performed. The catheter passed both tests. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed. The second electrode and pebax were found to be damaged. Based on the available analysis results, it cannot be determined whether the issue is related to an internal or an external cause.